Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system displayed an error, shut down without command of the operator and could not be rebooted. There is no report of a patient injury or death associated with this event.